Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a patient's recent catheter had burst inside their bladder (batch# nggt2360). Also stated that several catheter balloon were deflated inside their bladder previously (batch# ngfx3156 and batch# ngfv3848). The customer wanted to make the representative aware in case of a production or batch error. Per follow-up information received from ibc on 23mar2023, stated that the batch # of ngt2360 was split, batch # of ngfx3156 was deflated and batch # of ngfv3848 was deflated. The balloon appeared to be clean split. The customer was unsure if any material left in bladder, escalated to general practitioner who didn¿t feel appropriate for a ultrasound scan to confirm this unless he becomes symptomatic. On (B)(6) 2023, the previous catheter inserted with batch # nggt2360 split, on (B)(6) 2023 the balloon deflated for which they were unsure of lot number on this one as not documented when it was inserted and on (B)(6) 2022, the catheter balloon with ngfv3848 deflated. They were unsure if balloon either deflated or split first and was unable to determine. Upon arrival the catheter was already out due to falling out and already had spit as per the picture provided.

Event description:
It was reported that a patient's recent catheter had burst inside their bladder (batch# nggt2360). Also stated that several catheter balloon were deflated inside their bladder previously (batch# ngfx3156 and batch# ngfv3848). The customer wanted to make the representative aware in case of a production or batch error. Per follow-up information received from ibc on 23mar2023, stated that the batch # of ngt2360 was split, batch # of ngfx3156 was deflated and batch # of ngfv3848 was deflated. The balloon appeared to be clean split. The customer was unsure if any material left in bladder, escalated to general practitioner who didn¿t feel appropriate for a ultrasound scan to confirm this unless he becomes symptomatic. On (B)(6) 2023, the previous catheter inserted with batch # nggt2360 split, on (B)(6) 2023 the balloon deflated for which they were unsure of lot number on this one as not documented when it was inserted and on (B)(6) 2022, the catheter balloon with ngfv3848 deflated. They were unsure if balloon either deflated or split first and was unable to determine. Upon arrival the catheter was already out due to falling out and already had spit as per the picture provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.